Event description:
Additional information received reported that as of (B)(6) 2016 the dye study had not yet been done.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 115 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient was having greater tone in her lower extremities and increased weakness in her truncal area which began around april of 2016. The patient was going to be having a catheter dye study and revision on (B)(6) 2016 with a possible pump replacement. The cause of the patient's issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.